Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It has been reported that the pen ndl 32g 4mm pro 100 box fr has been found difficult to operate and unable to deliver medication during use. The following has been provided by the initial reporter: after the change in packaging of 4mm needles, we already have two patients experienced in the use and handling of injectable insulins who have complained of bent needles and pen blocked (which requires a simple change of needle to remedy the situation).